Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection revealed damage to the power supply cable showing frayed wire. No frayed wire or other discrepancies or discernible damage was found on the power extension cable or power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The power extension cable has been confirmed to be in working condition. Root cause: power supply cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This complaint does not fall under fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice.